Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. The device ran for 370 pulses. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. No damage was observed in the soft cannula that would cause a failure in delivering insulin. There was no evidence of blood on the received pod. During inspection, the tip of formed needle was found to be damaged (bent sideways) that would contribute to bleeding/bruising at pod infusion site.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. The patient noticed that the pink slide did not move forward. When removed from the infusion site (leg), the pod's cannula was found bent. The site was also bleeding. As treatment for hyperglycemia, a new pod was applied and corrections were delivered.